Manufacturer narrative:
On 20 january 2017 the medical affairs performed a clinical evaluation and commented as follows: insert revision in a (B)(6) year old woman occurred 2 years after primary surgery for joint instability. The insert (14 mm) was changed to a thicker one (17 mm). The developmental instability is a rather commonly described complication following tka because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. On (B)(6) 2017 the patient match department performed a planning review and commented as follows: the implanted femoral component is a size 3 narrow, as planned; the femoral component has been implanted with a very few degrees more of flexum, and a very few degrees of residual varus; the tibial component has been implanted as planned. Our analysis of the planning process of this case found no deviations from the standard procedures. All the steps have been performed correctly. Batch review performed on 06 february 2017. Lot 133334: (B)(4) items manufactured and released on 25 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of instability. The surgeon revised the 14mm insert to a 17mm insert. The surgery was completed successfully. X-rays are available, explants are not available.